Event description:
The customer reported high blood glucose and blank display. Blood glucoses were treated with a manual injection. The customer declined any medical intervention but the paramedics were called. The customer stated that they have not been eating in the last few days and feel nauseated. Instructed the customer to remove the batteries and replaced them with no response from the pump. The paramedics arrived and the customer refused any treatment. Later a diabetes management consultant called to report that the customer was hospitalized for dka.